Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the hub leaked blood. A 3.50 x 10 mm flextome cutting balloon was selected for use. During the procedure, it was noted that blood leaked through the hub of the device.